Manufacturer narrative:
Upon review of additional information received, this MDR is linked/related to MFR report number 2015691-2024-09485 on complaint number (B)(4). Due to this complaint and MDR being a duplicate of (B)(4) with MFR report number 2015691-2024-09485, this complaint and MDR will be voided, and the MDR with MFR report number 2015691-2024-09485 will remain.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. In a patient treated for rheumatic disease, the evoque partially embolized into the right ventricle (rv) resulting in severe paravalvular leak (pvl), and a 29-mm valve was implanted into the evoque, stabilizing the valve and treating the pvl.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete. This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report # (B)(4).